Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A report involving a 1104b reportedly malfunctioned and was described as follows: "during the surgery the catheter worked perfectly, in fact after that the pt was transported to the emergency room. The surgeons checked to see if it was a problem due to the monitor, so the same catheter was used with other 3 monitors, and it did not work properly, it could not read the pressure icp". The pt was not injured and the event did not increase the surgery time.